Event description:
It was reported the patient went to the emergency room because he felt dizzy. His heart rate was 30 bpm. Device interrogation was not possible. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: pjd675152s testing revealed no output and no telemetry. The no output condition was the result of lifted hybrid bond wires.